Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700 model: sc-2317-70 seria: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing shooting pain in the ribs. It was noted that the leads had high impedances and x-ray showed the lead shifting upward. The patient was initially scheduled for lead replacement, however, the stylets coiled up for both leads and the physician opted to remove them. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing shooting pain in the ribs. It was noted that the leads had high impedances and x-ray showed the lead shifting upward. The patient was initially scheduled for lead replacement, however, the stylets coiled up for both leads and the physician opted to remove them. The patient was doing well postoperatively. Additional information was received that the explanted spinal cord stimulation (scs) leads will not be returned.